Event description:
A user facility reported to olympus that, the high-definition lcd monitor went black. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. The customer needed guidance as the monitor was going black when the electro surgical unit (esu) was engaged. Tac explained that if there was any kind of damage to the tip of the scope from firing the esu too close could be the issue. The customer confirmed that they have had few scopes that had damages to the c- cover. Additionally, the customer stated that the entire system was plugged into a ubs so that may also be the issue. Tac later instructed the customer to isolate esu from the box and see if that helps. Customer will troubleshoot and respond back with the results. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. E2 / e3: three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.